Event description:
Reportedly, the patient received three external shocks due to a cardiopulmonary arrest on ventricular fibrillation, then the pacemaker could not be programmed. The pacemaker was explanted and replaced by an ICD. The subject pacemaker will be returned for analysis.